Event description:
It was reported that the bottom jaw broke off of the downbiting pituitary and the screw that holds the handle together also fell off during an unspecified spinal surgery.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Visually confirmed the instrument handle screw is missing. Optical inspection of the screw hole and the surrounding surface did not reveal witness marks or other indications regarding the mechanism of failure. This instrument is designed to be disassembled for cleaning purposes. The manufacturing lot code suggests that the instrument has been in use for some time, making it unlikely that this is a manufacturing issue. Additionally, the inferior shaft is broken at the centerline of the lower pivot pin hole. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. Also the instrument shaft is bent. Regarding the missing screw no evidence was found that would suggest a defect in manufacturing or the processing of the instrument. Unable to definitively determine specific root cause of the foregoing event from the available information. Regarding the shaft fracture, the above observations are consistent with overload of the instrument.